Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced occlusion issue on (B)(6) 2026 which leads to high blood glucose levels upto 569 mg/dl. The patient first went to the emergency department and then subsequently hospitalized due to high blood glucose levels. The patient himself treated with correction injection via multiple drug injections. The patient has not received any treatment in the hospital at the time of reporting and was not yet released from the hospital at the time of reporting.